Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason.